Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the a/w cylinder and a/w channel¿, was confirmed. A whitish foreign material was found inside the a/w cylinder and a/w tube. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was stated that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the glue between the objective lens and distal end by peeling. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's allegation was not confirmed. Additional non-reportable malfunctions were found during evaluation: the air/water (aw)-cylinder and suction cylinder (s-cylinder) had discoloration, the grip, switch box and plastic distal end (c-cover) had a scratch, due to adhesive peeling between objective lens and distal end, the water tightness was lost, adhesive on bending section cover (a-rubber) had a crack, and the connecting tube had coating peeling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had e216 error-scope communication error. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the air/ water (aw)-cylinder and aw-tube had foreign object was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.